Manufacturer narrative:
No moisture damage found inside the pump. Pump passed displacement test, operating currents, self test and off no power test. No blank display. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level at the time of incident was 400 mg/dl. The customer reported that the insulin pump had moisture damage, had button error in history alarm and the customer was unable to perform self-test as the insulin pump was blank. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.